Manufacturer narrative:
Manufacturer's report date 9/29/1998. The pump was not returned to the MFR for evaluation. The pump was reported to be a rental pump and was returned to the rental co for analysis. Follow up communication revealed the pump would not be returned to the MFR as it has been tested, repaired, and returned to the user facility. The repair report was not available to the MFR. The MFR was unable to confirm or duplicate the alleged failure with the pump. This report was filled out by the MFR.